Event description:
The arterial blood access port with post-lock (self sealing valve) did not seal at the end of the bypass procedure when the perfusionist disconnected the cardioplegia line from this port. Blood sprayed from the port and contacted the perfusionist, operating surgeon, and a sales representative. The perfusionist immediately reattached the line in order to stop the spraying blood. There was no patient injury and the bypass procedure was concluded without further incident. No intervention was required to compensate for the blood loss.